Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial # (B)(6); implanted: explanted: product type accessory product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient external devices. It was reported that the communicator was not syncing with the handset for about a month. The patient representative (rep) stated that they were getting error code to restart the application. The rep stated that they continue to get not found. The device gets stuck at any certain percentage, and it was getting stuck at 75%-83%-91%. The rep had to reset the application 4-5 times to get the controller to connect to the pump. The handset was depleted faster than it should. The rep stated that they told the doctor¿s office if they could not get the device to work right then they would have the pump removed. The agent assisted the rep with clearing the data on the handset and caller said the doctor¿s office gave them instructions to clear the data and the cache. They have been doing that, and the device was still not functioni ng. The agent reviewed the device function and lagging and recommended the rep to call back for assistance with clearing data if necessary. The agent asked caller to clarify questions to understand what solution caller was looking for to get out of the call today and the rep said to get the device to work. The agent explained the function of the devices and the rep still did not get it. The agent told rep that medtronic will replace both devices however, replacement will not change how the devices function and will continue to lag and restart app and caller will need to consult with doctor office for next steps. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the handset and communicator device.